Event description:
It was reported that during an ablation procedure using a farawave pulsed field ablation catheter the patient experienced a vasovagal reaction. Temporary pacing was performed to resolve the vasovagal reaction. The procedure was completed successfully. The device is not expected to be returned for analysis. Clinical study name: (B)(6). Clinical study ID: (B)(6). Clinical patient ID: (B)(6).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.